Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly of the ins. The ins passed all functional testing including monitoring the output at body temperature for 48 hours. Analysis of the tined leads ((B)(4)<(>&<)> (B)(4)) found that the lead body conductors were cut through and the product was segmented. The distal end of the leads were cut off and not returned. Result and conclusion codes have been updated.

Event description:
The consumer reported that the patient's new implantable neurostimulator (ins) was implanted on (B)(6) 2016 and the ins stuck out farther on their skin than the previous ins. The patient's device had been shocking them since a week after it was implanted in (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that the patient complained of abdominal shocking about 10 to 12 times per day. The patient felt it at the location of the leads and it would wrap around their abdomen. The patient was seen on (B)(6) 2016 and the device was turned off to resolve the shocking. The patient was on extremely high settings and got a new battery every 6 to 9 months, so since the hcp was taking the patient back to the operating room, they also did a battery exchange as well as a lead revision on (B)(6) 2016. The ins and leads would be returned. The patient had many comorbidities. It was unknown if the issue was resolved and the patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.